Event description:
The device was connected to a 32 yr old male diagnosed in cardiac arrest. During the first 10 ECG analysis attempts, a shock was advised each time and each time the device allegedly displayed the message charge removed just after the defibrillator began to charge and the device failed to complete charging. Subsequently 4 shocks were advised and delivered. A backup defibrillator was subsequently used by paramedics to deliver additional shocks to the pt. The pt was not resuscitated. The pt was described as having a very hairy chest.